Event description:
It was reported that the insulin pump was giving multiple no delivery alarms, and was also making loud noises during the rewind process. The patient also felt that the insulin pump was no longer delivering insulin accurately, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Insulin pump received in with a noisy motor during rewind due to a faulty motor. However, the device passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and motor tests. Multiple boluses were programmed and delivered during testing and no delivery anomaly was observed. A scratched lcd window, cracked reservoir tube lip and cracked battery tube threads noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.